Event description:
Reporter alleged obtaining a discrepant blood glucose result of 244 mg/dl back to back with result of 62 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter indicated that he felt hypoglycemic symptoms and self-treated with a sandwich and glucose tab. No other actions were reported taken or treatment received. No adverse event reported. A request was made for return of the affected product.